Event description:
It was reported that the patient's right atrial (ra) lead exhibited unspecified sensing issue. Programming changes on the atrial sensing was done; the ra lead remained implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.